Event description:
It was reported that the black coating on the wands was coming off. Further, it was noticed that the heads appeared to be burnt off. It was further reported that there was a delay in the surgery but there were no adverse consequences to the pt.

Manufacturer narrative:
There are two probe units implicated in this event, lot 11236ae2 (this report) and lot 11172ae2 (forthcoming report). Add'l info will be provided once the investigation has been completed.